Event description:
It was reported during device evaluation, the inside of the light guide lens of the duodenovideoscope was discolored. There was no patient involvement in this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, the foreign material could not be identified. Since the foreign material was not at external surface of the device, the material could not be removed by reprocessing. In addition, the light guide lens was peeled off due to physical stress. A definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: IFU states the detection method in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.